Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: f/g,promus element plus,mr,ous 3.00x28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. The first four proximal struts were lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-mar-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous obtuse marginal (om) branch. A 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.